Event description:
On (B)(6), 2010, a report was received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the kink was noted to be at the cuvette on the arterial side of the bloodline. It was detected when removing the lines from the packaging prior to the initiation of pt treatment.

Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file mfg and lot records for this product. In addition the MFR has made visits to this customer facility to observe the clinical practice and collect additional info that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.